Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. It was reported on the second firing of the ets-flex with a vascular cartridge the knife advanced to cut tissue, but only some staples were fired. There was minimal bleeding in the broad ligament which was controlled easily with one medium/large clip. The same instrument was fired a third and fourth time without incident. There was no consequence to the pt.